Manufacturer narrative:
H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00207. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator displayed error cod 1108 (pressure sensor auto zero). It was reported that there was no patient involvement when the issue occurred. No patent or user harm reported. A field service engineer (fse) reported that new solenoid valves were installed and a complete performance verification test (pvt) was performed. The device is ready for patient use.

Manufacturer narrative:
The initial report submitted as a correction in response to corrective actions taken by the legal manufacturer, still reflected the incorrect manufacturer site number. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-20832.